Event description:
Voluntary medwatch report received reported that the patient's right atrial (ra) lead exhibited infection. A revision was performed. The pacemaker and the ra lead was explanted while the right ventricular (rv) lead was surgically abandoned. Furthermore, the rv lead was partially explanted and a portion remains implanted. No additional adverse patient effects were reported.